Event description:
It has been reported to philips that the system switched off again today during an operation, no x-ray images and no dsa images were possible. Button active message appears. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that no x-rays and no dsa images were possible. After restarting, the system was able to make x-rays but no dsa images, as a message indicated the button was active. Since the system has reached end of service, no work has been performed by philips. The root cause of the issue is therefore undetermined. The codes were updated based on the investigation outcome. Device problem code was corrected.